Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc pnk 20ga x 1.0in catheters are leaking. The following information was provided by the initial reporter: customer noted an entire lot of lot of insyte autoguard IV catheters are leaking.

Event description:
No additional information.

Manufacturer narrative:
Additional information: lot number, expiration date, device manufacture date. Investigation results: the complaint of a leak was confirmed and the cause appeared to be manufacturing related. One 20g insyte autoguard bc IV catheter was provided for investigation. A functional test revealed a leak within the tip of the adapter. After removing the catheter adapter, a pinhole was found in the catheter tubing near the leading edge of the wedge. The observed damage may occur during the swage pin process; when the tubing is placed over a pin, it may get pinched or nicked. Misalignment may result in the pin piercing the catheter tubing also. Operators perform sampling for swage depth and flare depth per the quality plan. Additionally, per the quality control plan, inspections for damaged adapter/catheter tubing are performed periodically during the manufacturing process to mitigate the occurrence of this defect. The appropriate manufacturing personnel were notified of this complaint. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.